Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported there was a change in therapy effect. The pump was empty before the scheduled date. The patient went in for a refill the day before the date of this report and the pump was empty but it should not have been yet. The pump was totally empty. The patient was having an increase in spasticity. No alarm had gone off. At the last printout the low reservoir date as not until (B)(6). The pump was filled and the dose was increased. The patient had not flown and did not use a bolus. The syringes were normally over filled and the patient should have had 4 milliliters in the pump. The system was being used to deliver baclofen.